Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock as inappropriate therapy due to a suspected atrial arrhythmia (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored data. This device remains in service. No additional adverse patient effects were reported. At a later date, this ICD was explanted due to a therapy upgrade, with the patient receiving a new lead in their left bundle branch. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock as inappropriate therapy due to a suspected atrial arrhythmia (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored data. This device remains in service. No additional adverse patient effects were reported.